Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.1, 3.6, 2.7; lab: 3.1. Therapeutic range= 2-3. Patient had normal hematocrit; has history of anemia.

Manufacturer narrative:
Investigation pending.